Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) recommended the customer reseat the graphic user interface internal connections. The customer performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during use an 840 ventilator generated an alarm and the display went blank, however did not stop ventilating. Although requested, information pertaining to patient outcome (if applicable) has not been provided.